Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while doing laundry her chair moved on it's own and ran into the dryer.

Manufacturer narrative:
Only the joystick and module were returned for evaluation. Liquid ingress was found during the evaluation. Functional testing of the returned parts could not duplicate the inadvertent movement alleged in the text.

Event description:
Consumer alleges that while doing laundry her chair moved on it's own and ran into the dryer.

Manufacturer narrative:
The "model #" and "serial #" have not yet been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while doing laundry her chair moved on it's own and ran into the dryer.